Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc (isi) has not received the monopolar curved scissors (mcs) instrument and tip cover accessory involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The mcs involved in this complaint was subsequently used multiple times after the procedure; the last usage was on (B)(6) 2022, after which there was zero uses remaining. This event is being reported due to the following conclusion: after a da vinci-assisted hysterectomy procedure, the patient complained of intermittent pain for a few weeks. Radiographic scan was performed, and a foreign object was noted in the patient¿s abdomen. The patient underwent a re-operation to remove the mcs tip cover.

Event description:
It was reported that the patient underwent a da vinci-assisted hysterectomy procedure on (B)(6) 2022. The patient complained of intermittent pain for few weeks. Radiographic scan was performed, and a foreign object was noted in the patient¿s abdomen. The patient was taken to the operating room on (B)(6) 2023. The surgeon was able to extract a monopolar curved scissors tip instrument cover from the patient`s abdomen. The patient was reported to be stable after the second procedure. Additional information was requested but not provided. The surgeon was advised by the hospitals legal and quality improvement personnel to hold off on answering questions for now.